Event description:
During prep of the device, it was determined that the trocar would not easily slide. The md opted not to use the device, it was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for bone lesion biopsy kit, trek bone lesion biopsy kit (per site reporter).